Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose exceeded 250 mg/dl, while wearing the pod between 37 and 48 hours. The patient was unsure if the cannula was properly inserted into the skin.